Manufacturer narrative:
Date initial report sent: 10/14/2009.

Event description:
Procedure: laparoscopic cholecystectomy. According to the report: when the pt's gall bladder was put in the bag, the inner cylinder was broken and fell into the cavity. Another device was used to complete the procedure. There was no bleeding or tissue damage reported. All the pieces were retrieved, however, the procedure was delayed approx 30 mins.